Event description:
It was reported that after undergoing a da vinci-assisted benign hysterectomy procedure, the patient experienced a hernia where the 12 millimeter (mm) assist trocar was placed. The hernia was not closed with a fascia suture which allegedly led to ileus of the intestine. As a result of the ileus, the patient expired post-operatively. There is no allegation that a da vinci system, instrument, or accessory malfunction occurred or caused/contributed to the patient¿s demise. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: an endoscope plus, monopolar curved scissors, maryland bipolar forceps, and large needle driver were used during the procedure. The system, instruments, and accessories were inspected prior to use, and no damage was reported. The procedure was completed robotically with no intra-operative complications or patient harm. It was confirmed that there was no allegation that a malfunction of a da vinci system, instrument or accessory occurred. The hernia originated from a third party 12 mm assist trocar. Four days post-operatively, the patient was doing well; however, on the fifth day the patient ¿felt bad.¿ on the sixth day post-operatively, the patient underwent a second unspecified surgical procedure to address the ileus. However, the patient expired ten days post-operatively as the ileus led to aspiration.

Manufacturer narrative:
Based on the current information provided, the root cause of the ileus that was related to the patient's demise is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs for the procedure date of (B)(6) 2021 has been performed. There were no observed events in the system logs that would suggest a product issue, and the logged events are in line with standard system functionality. The log review supports the customer's claim that there was no product issue during the case. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: maryland bipolar instrument and site reviews have shown that no complaints were filed against the instrument. No images or videos for the event were shared by the customer to isi for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the event information provided was conducted by an isi medical safety officer and the following was noted: according to the description of events, the patient developed an abdominal wall hernia from a third-party 12 mm trocar site that was used as an assistant port. The surgeon did not close the 12 mm third-party trocar site. The port site abdominal wall hernia at the third-party trocar site became incarcerated with bowel leading to a bowel obstruction (described above as an ileus) that was identified on post operative day number 4. The patient required a second operation to address the incarcerated third-party port site hernia. Based upon the information in the description of events, the use of the third-party 12 mm trocar by the first assistant led to port site hernia which became incarcerated. The incarcerated bowel became obstructed. The obstructed bowel caused the patient to aspirate. Complications from the aspiration led to the patient¿s death. After undergoing a da vinci-assisted benign hysterectomy procedure, the patient experienced a hernia where the third party 12 millimeter (mm) assist trocar was placed. The hernia was not closed with a fascia suture which allegedly led to ileus of the intestine. As a result of the ileus, the patient expired post-operatively.  This MDR is being submitted as part of a retrospective complaint review.